Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm activating on the power module was not confirmed. The provided information stated that the issue was resolved by replacing the power module backup battery. The power module backup battery (serial number: (B)(6)) was not returned for analysis. Additional information provided on 28oct2021 stated that the alarm was resolved by exchanged the battery, the serial number of the power module was unknown, and that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The power module backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 02jul2021 and passed all manufacturing testing prior to being initially shipped outbound on 12aug2021. Heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hmii power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate ii instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarm resolved with battery exchange.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module backup battery malfunctioned when it was initially inserted. A red light was present and the battery was replaced.